Event description:
The manufacturer received information alleging the patient passed away and the device was in use at the time the patient passed. It is reported the device did not cause any harm to the patient and was not the cause of the patient passing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.